Manufacturer narrative:
Three pictures were returned. Pictures one and two showed the labeling on the packaging of the set. Picture three showed the inline filter of the set. One (1) used. Ref # (B)(4), exactamix 500 ml eva container; lot #60515382. One (1) used. List #142550489, primary plprimary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inchumset, pe lined tubing, 107 inch; lot #13774285. One (1) used. List #unknown, bifuse ext set; lot #unknown. One (1) used. List #unknown, microclave; lot #unknown. Leak observed at 2psi in the outlet filter. As received tearing was observed in the inline filter of sample. The probable cause of the tearing is due to over pressurization. The dfu states 'not for high pressure infusion'. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter facility name: (B)(6). E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. Where it was reported the intravenous (IV) tubing had been found to be leaking from the filter. It was reported total parental nutrition (tpn) infusions were running via the hospira plum pumps. The set-up was a single tubing connected directly to the IV extension set. There was nothing visible to the nurses when the tubing's were primed or the infusion started that indicated that there was any defect with the tubing. There was no direct harm to any of the patients, but the tpn bags had to be discarded with the leaking tubing. So, all the patients received a replacement IV solution that was not ideal. Every patient has a tpn that is made specifically for them based on their nutritional and metabolic needs. No patient was harmed. There have been 4 incidents in the past week. They are all from the same lot number. There was patient involvement and unknown patient harm. This report captures 4 of 4 occurrences.